Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was kinked, stretched and broken. In addition, the main coil suture was found damaged. Functional testing could not be performed due to the condition of the returned device. Additional information indicated that no anomalies were noted to the device prior to use and there is no indication of a use error. It is likely that the main coil was damaged during advancement into the catheter hub resulting in the reported event. During analysis it was confirmed that the main coil did not detach at the detachment zone but that the primary wind of the main coil was broken. An assignable cause of operational context caused will be assigned to the reported 'main coil difficulty inserting', 'main coil prematurely detached/separated outside patient' and to the analyzed 'main coil kinked/bent', 'main coil stretched', 'main coil suture damage' and 'main coil broken/fractured' as the issue is associated with a product that meets the design and manufacture specifications and was used according to the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the analysis of the returned device, it was revealed that the main coil was broken. No clinical consequences reported to the patient.